Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The reported event of premature battery depletion was not confirmed. As received, the device was returned with no output and unable to establish telemetry. Analysis after device was cut open found the device battery voltage was above elective replacement indicator (eri) level. Additional testing at external lab found no anomaly on the hybrid. The device telemetry was re-established after power cycle reset, which is consistent hardware latch-up condition. Further analysis found no anomaly. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon evaluation, it was found that patient's pacemaker was not able to be interrogated with inductive and radio frequency (rf) telemetry. No magnet response was also noted. It was further noted that pacemaker exhibited premature battery depletion. It was also noted that patient experienced arrhythmia. The pacemaker was explanted and replaced. The patient was stable.